Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when any other temperature was set, it stopped, and the thermometer and key indicators lit up. No additional information was provided. It is unknown if there was patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device heater, which was determined to be faulty. The thermal fuse was blown. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device heater was replaced, and the device passed all testing.